Manufacturer narrative:
Product analysis: device returned coiled loosely in a biohazard bag inside product shelf carton. . The device was returned stuck on a 0.014¿ guidewire. The distal end of the balloon and the tip seal bond are pulled back into the balloon. No functional testing could be carried out due to the condition of the returned device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a nanocross device with a non-medtronic 6fr (terumo) sheath during treatment of a 210 mm calcified lesion in patient's left distal anterior tibial artery. There was a moderate degree of tortuosity and calcification. Lesion stenosis was 80%. Embolic protection was not used. Balloon was inflated with inflation device . Device was prepped per IFU with no issues identified. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device and no excessive force was used. It was reported that device would not deflate at lesion site following first inflation. No issues noted during inflation. No damage was noted to the balloon catheter there was difficulty removing the device from patient following balloon inflation, using inflation device the balloon was not fully deflated for removal. Device was safely removed from the patient. The balloon was removed and procedure was finished as normal. No patient injury reported.